Manufacturer narrative:
The controller log did not record any system malfunction. Examination of the returned pump confirmed blood in the lower housing (fluid bearing) as the cause of pump stoppage.

Event description:
The pump stopped unexpectedly on the 28th day of support. Immediate actions were unsuccessful in restarting the pump so the pump was removed and support terminated. The patient remained stable following cessation of support.